Manufacturer narrative:
Findings: unit received with physical damage, cracked and bleeding lcd glass. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, racked reservoir tube lip, cracked end cap. Unable to performed the displacement test due to display anomaly.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the screen is crack and back of the case is falling off. The customer stated that the device was ran over by a car. The customer advised that he can't read the pump screen. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.